Event description:
Pt called lfs alleging that the test strips would not accept blood or start the meter countdown. No adverse event or serious injury was reported. No medical care was sought from a health care professional. Customer service rep confirmed reported issues and discussed product discontinuance.